Event description:
Additional information was received from the area representative indicating the patient's death was unrelated to vns therapy. The cause of death was not known by the physician. The last known good system diagnostics were from 2008 and were within normal limits. The generator and lead were not explanted. Attempts to obtain additional information from the physician have been unsuccessful to date. The death event has been reviewed and with the available information has been determined to be possible sudep. The only known factors are that the patient had epilepsy and died. As such, sudep cannot be ruled out as a cause of death.

Event description:
It was reported by a company representative that she informed a vns patient passed away. At the moment the relationship of the event to vns therapy is unknown. Good faith attempts to obtain further information regarding the event have been unsuccessful to date.

Manufacturer narrative:
.

Manufacturer narrative:
Initial report inadvertently did not list type of report. Initial report should have had indicated 30-day report.